Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient's system was explanted on an unknown date for an unknown reason. Further information has not been received.